Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 500 mg/dl even after a bolus was administered. The customer stated that he treated with 3.5 units using the insulin pump and saw insulin exit, but he believed that the insulin pump was not delivering correctly. He complained of cotton mouth and nausea. He treated with a manual injection of 5 units of insulin. Upon troubleshooting, the insulin pump alarmed no delivery at 3.2 units during the high pressure test; the insulin pump was working as designed. He was advised to change the entire infusion set, reservoir and insulin and to consult with his doctor regarding high blood glucose. The most recent blood glucose reading was 463 mg/dl. Nothing further reported.